Event description:
On (B)(4) 2012, heraeus rep asked that this office be contacted she had picked up composite that they had trouble with recently. On (B)(4) 2012 an assistant stated they had one pt that had a filling fall out after leaving the office. She said that the pt was treated on (B)(6) 2012. They placed a restoration on #11. She said that they use rubber dam isolation and cure the composite in layers. She said they used venus plt shade a2. She did not have any more of this in the office that she gave the plt they had used to kh rep. She said the pt called and was seen immediately to replace after filling came out on (B)(6) 2012.

Manufacturer narrative:
As allowed by exemption #(B)(4). (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although, we have not established that the device caused or contributed to the event, we're reporting it out of caution to be complaint with 21 cfr part 803. Conclusion - no deviation from the directions for use was noted in usage of the venus composite. Bond failure may have occurred because of water contamination in the treatment area. Material evaluation summary: the plt was returned partially used and without the cap. The material in the plt has been exposed to the environment and is not suitable for evaluation. The office received 10 a4 plt in the box of plts and used 9 of those plt without incident. There are no other complaints on this material/batch. Labeling evaluation: the office did not notice a curing issue and polished the composite without signs of debonding. The office follows the directions for curing and layering of the composite and uses rubber dam isolation as specified in the dfu. No technique deviations reported. Conclusion: the bond was strong enough that the filling remained bonded through the polishing procedure and bond failure did not occur until 6 days post procedure. A small area of the prep failed to bond to the restorative material and the weakness spread until complete bond failure caused the restoration to dislodge. The cause of the debonding may have been incomplete drying of the treatment area after rinsing which would have left a small unbonded area. Since the returned material cannot be evaluated, no other complaints have been reported with this material/batch and the failure is probably due to user error the complaint is not confirmed. It is for the aforementioned reasons that CAPA measures will not be recommended or initiated.